Event description:
The user facility informed the MFR that a diabetic pt was discovered to have a third degree burn on his right forearm after an MRI exam of 4 hours 51 minutes of duration (scan time 3 hours 10 minutes). An amputation of the arm below the elbow was subsequently performed.

Manufacturer narrative:
(Eval method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.